Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that patient reports having toggling issues on his controller. Patient's batteries are marked and it was noted that it only happened with connected to battery #6 (battery in complaint). No confirmation could be seen through log files but battery was exchanged as a precaution. There was no consequence to the patient.

Manufacturer narrative:
The reported event of power switching was confirmed on the returned battery, bat305201. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple premature switching events. Con100688, bat304074, bat305201, bat306961, bat307340, bat307517, and bat307533 participated in these events. Con100688 had not received the smr upgrade prior to these events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The batteries mentioned in the log file analysis were not returned for evaluation. The controller will be returned under (B)(4). The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.